Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the cup has not been explanted. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc cup 52mm/44mm code j on the right side on (B)(6) 2010. It was reported that the patient experienced pain and had a revision surgery on (B)(6) 2015 due to ossification, pain, bursitis and breakage of a cable. The zimmer mmc cup was not removed during this revision surgery.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination (stryker's product and zimmer biomet products) was not approved by zimmer biomet. According to the received documentation a zimmer head and cup were combined with a competitor device (a striker pe insert) . This product combination is not authorized by zimmer biomet. The IFU for mmc cup states that "only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com." Based on the given information and the results of the investigation, we could identify a root cause for this issue. Off-label use is considered as root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).